Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had problems with some of the buttons on the insulin pump. Customer's blood glucose was 236 mg/dl at the time of the incident. Customer stated that sometimes the buttons work and sometimes they don't. Customer stated that the up arrow button will sometimes get stuck and the numbers will keep scrolling. Customer took the battery out and put it back in but the numbers kept scrolling. Customer stated that yesterday none of the buttons were working at all. Customer stated that she had to take the battery out several times to get it to work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.